Event description:
Rn of a home pt reported 1 incident of the minicap falling off the pt's transfer set. Rn unsure of the exact incident date, but thought it occurred approx four days prior to the pt being diagnosed with peritonitis. The rn stated the pt was treated outpatient with 1 1/2 grams of cefazolin ip for 2 days and 1 1/2 grams of ceftazime ip for 2 days. Per the rn, the pt's treatment was changed. The cefazolin was discontinued and vanycomicin 2 grams ip and cipro 500 mg twice a day were added. The following day the pt's treatment was changed again per the rn. The pt began being treated with 140 mg ip of gentamicin and the cipro was discontinued. Per the rn, the pt's infection would not clear. The pt's catheter was removed and the pt remains on hemodialysis temporarily. The rn does relate this incident to the pt's peritonitis.